Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A flexiva 1000 laser fiber was returned to boston scientific corporation on (B)(6) 2018 and examined on (B)(6) 2018. According to initial inspection of the returned laser fiber, the fiber tip was damaged. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva 1000 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. There was no damage to the fiber face within the sma connector. Functional analysis revealed that the aiming beam was bright, clear and scattered with effective transmission of 71.5%. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
A flexiva 1000 laser fiber was returned to boston scientific corporation on (B)(6) 2018 and examined on (B)(6) 2018. According to initial inspection of the returned laser fiber, the fiber tip was damaged. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.